Event description:
Complainant alleged that the medics were attempting to monitor an 89 year old female patient, as they were transporting the patient to the hospital, but the device would not display the patient's algorithm on the device screen. The screen displayed an "electrodes off" error message. The patient subsequently expired, but the complainant indicated that they were very close to the hospital when the reported malfunction occurred and that the patient outcome was not as a result of the reported malfunction.